Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that recharger coupling boxes appear /disappear, jumping around, and now has no coupling boxes. Consumer is not sure how long this has been going on and was just notified this week. They reviewed coupling. Consumer states they have been taping the recharger antenna onto patient with medical tape because the recharger holder wasn't keeping it on him. A replacement of recharger antenna requested. Consumer mentioned one time the ins turned off and patient was able charge and it was taking all day. Additional update was received from patient rep that it usually takes 30 minutes to recharge the implant and it hasn't been charged after 30 minutes. Consumer thinks what happened was the med techs were looking at the wrong thing. She thought they didn't have the optimal connections and that is why it was taking longer. The bars were fluctuating from 8 to 6 to 4. Consumer stated they noticed it was taken longer then normal to charge and she said recently. Patient rep mentioned a month ago that her dad's stimulation turned off and they had no knowledge of it. No symptoms reported.